Event description:
During the procedure, there were "re-bleeds" which required the use of another device to control the bleeding.

Manufacturer narrative:
Conmed was in receipt of the device in question. It met the manufacturing specifications, and conmed's investigator could not find any discrepancies in the manufacturing records. To be consistent and conservative, conmed is filing this event with the f.d.a.